Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-01978, reference MFR report: 1627487-2012-01980. The pt had two leads implanted with the same lot number. It was reported the pt was no longer receiving effective stimulation and was experiencing a burning sensation at her ipg site while charging. The pt's scs system was replaced with a new one. The pt is now receiving effective stimulation and is no longer experiencing burning issues. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Results: the complaint was not confirmed. As received, the ipg was in good condition. Microscopic inspection did not reveal any anomalies that would have contributed to the complaint. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.